Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 10:00pm at home. End-user stated that she received a blood glucose result of 5mg/dl and she then pressed her life alert button. End-user was educated that the prodigy meter does not give results less than 20mg/dl. End-user stated that a normal blood glucose result for that time of day is usually around 90-120mg/dl. She stated that she was feeling dizzy and felt as though she was blacking out. Paramedics were called approximately 25 minutes after testing with her prodigy meter. While waiting for paramedics to arrive she stated she drank a soda and took some glucose tablets. Paramedics arrived about 20 minutes later and tested the end-users blood glucose with their meter and received a result of 90mg/dl. They also performed a blood glucose test with the end-users prodigy meter and received a result of 100mg/dl. Paramedics gave the end-user crackers and transported her to (B)(6) hospital located at (B)(6). Upon arriving at the hospital, the end-users blood glucose was 110mg/dl. She stated that she was given a glucose IV and a sandwich. The end-user stated that she was at the hospital for 6 hours. Upon discharge the end-user stated that her blood glucose was 110mg/dl, and she was told to follow up with her primary care doctor. No additional information has been provided.